Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device could not be completed. The lot number of the disposable handle was not provided, therefore a device history review could not be performed. All handpieces met all qa specifications when then they were released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and is an unlikely source of infection.

Event description:
Two days after an uneventful minerva ablation the patient was admitted to the hospital and diagnosed with endometritis, and treated with antibiotics. The patient fully recovered and was discharged 2 days later.